Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6 atm for 3 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the patient was good post procedure.